Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Reportedly; the customer was using the same cartridge for over 3 days. Tandem technical support informed customer that using cartridge longer than recommended is off label per the tandem user guide. Customer changed pump supplies to address the occlusion issue.